Event description:
It was reported that the pump had an "IV filtration issue."

Manufacturer narrative:
(B)(4). Sigma's complaint eval was unable to obtain info to clarify the reported "IV filtration issue." The sigma spectrum infusion pump does not have the capability to detect infiltration events, which is communicated in the sigma spectrum operations manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventative maintenance procedure with the unit passing. At this time, the date of event is unk.